Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing found that the downstream occlusion (dso) sensor was defective. The dso sensor was replaced.

Event description:
It was reported that the device doesn't recognize the cartridge. There was no reported patient involvement.